Event description:
Event description guidant received information that during the follow-up visit, this atrial and venricular lead exhibited loss of capture. A chest x-ray was performed, which verified both lead's had dislodged. During the revision procedure, the atrial lead's helix was retracted and the lead was repositioned; however, the helix would not extend for fixation. The lead was then removed and successfully replaced with a new guidant lead. The ventricular lead was successfully repositioned and remains in service.